Event description:
Event: reported type I superior endoleak. It was reported that the graft was implanted a couple of years ago and the patient has now developed a type I superior endoleak. Treatment options are being considered. No additional information was available as of this report.